Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The consumer claimed they have to unplug the bed to stop it from raising and lowering on its own.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Only the pendant was returned for evaluation, so subsequent testing could not verify the complaint of the bed raising and lowering on its own. The only malfunction identified was that the pendant "head up" feature was not functioning. The underlying cause could not be determined.

Event description:
The consumer claimed they have to unplug the bed to stop it from raising and lowering on its own.